Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. User facility medwatch report received that states "a left femoral arteriogram was completed. The starclose was used on left groin but failed, requiring compression and application of pressure device. Patient was not injured." No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.